Event description:
A report was received that the patient had an infection. Symptoms were swelling in the patients back and pus coming out of where the trial leads used to be. The physician believed that the infection was not device or procedure related. The patient was hospitalized and was placed on antibiotics.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. Symptoms were swelling in the patient's back and pus coming out of where the trial leads used to be. The physician believed that the infection was not device or procedure related. The patient was hospitalized and was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the patient was doing well.

Event description:
A report was received that the patient had an infection. Symptoms were swelling in the patients back and pus coming out of where the trial leads used to be. The physician believed that the infection was not device or procedure related. The patient was hospitalized and was placed on antibiotics.